Event description:
Heal-laa study with patient identifier (B)(6). It was reported that a device failure to seal occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). In (B)(6) 2024 during an examination, computed tomography (CT) identified the closure device was positioned at the laa ostium with the maximum diameter less than 5mm distal to the desired ostial plane. Additionally, a peri-device leak measuring 4mm was observed. Clopidogrel was started 3 days post procedure on (B)(6) 2024 in response to the leak.